Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became hot while charging, and declared a temperature alarm. Customer had elevated blood glucose (bg) levels (243 mg/dl). Reportedly, a bolus will be delivered to address elevated bg levels. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.